Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that pressing the down button causes the light on the display to flicker. The patient's blood glucose at the time of incident was 186 mg/dl. The customer mentioned that she was sweating and may have exposed the insulin pump to moisture. Additionally, the insulin pump alarmed motor communication error and software error. Troubleshooting for the alarms could not occur due to the malfunctioning down button. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Upon visual inspection moisture damage was noted on the electronic stack. No moisture damage on the motor noted. The back light feature is functioned properly no backlight anomaly noted. No software error or motor communication alarms or alerts noted. All of the buttons functioned properly. No damage was found on the keypad assembly noted. No button error alarm noted. No vibrate anomaly noted. No unlocked lcd keypad connector during our visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked case and cracked battery tube threads.